Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blurry. The probable root cause could fluid ingress from a leaking scope. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.